Manufacturer narrative:
The reported complaint of unable to interrogate was confirmed. The device was received for evaluation with battery voltage at end of life (eol) level. Analysis revealed high current drain from the hybrid and device failed to establish bluetooth (ble) communication. Additional testing of the hybrid revealed the high current is consistent with a bluetooth integrated circuit anomaly.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, the device was unable to be interrogated with the programmer. The device was explanted to resolve the event and the patient was stable.